Event description:
It was reported that the customer had blood glucose levels that declined to 48mg/dl and rose to 400mg/dl. The customer reported via phone call, differences in their sensor glucose readings versus their blood glucose readings. Sensor glucose reading 400, blood glucose reading 200 mg/dl. Customer declined troubleshooting. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.